Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose in the mornings. Blood glucose at the time of event was unknown. The customer reported the husband would treat their blood glucose with a glucagon injection. Troubleshooting for the low blood glucose was declined. The customer also reported the sensor readings would always indicate low. The customer's blood glucose was 147 mg/dl. Troubleshooting did not occur for the insulin pump. The insulin pump was not returned for analysis.